Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l80007, implanted: (B)(6) 2000, product type: catheter; product ID: 8703w, lot#: l71617, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 7 mg/ml at 2.9705 mg/day and bupivacaine 15 mg/ml at 6.365 mg/day via an implanted pump for spinal pain. The call was regarding MRI labelling. It was reported the patient's "pain was worse since her pump was not working properly" and they were trying to determine if there was a granuloma. It was noted that an x-ray was done on (B)(6) 2022 which showed a question with the catheter. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l80007, implanted: (B)(6) 2000, product type: catheter; product ID: 8703w, lot#: l71617, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 7 mg/ml at 2.9705 mg/day and bupivacaine 15 mg/ml at 6.365 mg/day via an implanted pump for spinal pain. The call was regarding MRI labelling. It was reported the patient's "pain was worse since her pump was not working properly" and they were trying to determine if there was a granuloma. It was noted that an x-ray was done on (B)(6) 2022 which showed a question with the catheter. The issue was not resolved through troubleshooting.